Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit front panel light went out during an unspecified procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no image and front panel off, could not be identified. We did not reproduce the phenomenon. Root cause could not be identified. The indicated event could not be replicated, and root cause could not be identified. Based on investigation result, it is assumed that the operation at the time of recording and acquiring the backup data of the main board has been problematic and that led other than the power supply has turned off while sounding the alarm tone. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labeling review: after checking the instructions and product labeling, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor the field performance for this device.